Event description:
It was reported while testing for sars cov-2 a potential false negative result was obtained. Customer was visually reading cartridge. There was no report of confirmatory testing or patient impact. Eua # (B)(4). The following information was provided by the initial reporter: it was reported that people with double lines are negative for covid. Customer is claiming an issue about his workflow and reading the cartridge in which is saying people with double lines are negative for covid. Steps taken with customer/troubleshooting:told customer the following; he is visually reading the cartridges which he can not do and the result the veritor gives is the valid result. Also, went over work flow with him and made sure he is not over incubating and that he is actually getting the read from the veritor. Also, addressed the possibility for a negative control line to be seen on the test cartridge that is located below the patient line but not labeled and mentioned this is why he should not be visually reading the test cartridge.

Manufacturer narrative:
H.6. Investigation: this statement summarizes the investigation results regarding the complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (material # 256082), batch number 0359182. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. An investigation and testing were performed on the batch number provided and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The root cause could not be identified. A trend analysis for false negative or discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a potential false negative result was obtained. Customer was visually reading cartridge. There was no report of confirmatory testing or patient impact. Eua # (B)(4). The following information was provided by the initial reporter: it was reported that people with double lines are negative for covid. Customer is claiming an issue about his workflow and reading the cartridge in which is saying people with double lines are negative for covid. Steps taken with customer/troubleshooting:told customer the following; he is visually reading the cartridges which he can not do and the result the veritor gives is the valid result. Also, went over work flow with him and made sure he is not over incubating and that he is actually getting the read from the veritor. Also, addressed the possibility for a negative control line to be seen on the test cartridge that is located below the patient line but not labeled and mentioned this is why he should not be visually reading the test cartridge